Manufacturer narrative:
D10: concomitant devices: 204-25-09 - ps tibial inserts sz 5, 9 mm: sn# (B)(6), 200-02-41 - three peg patella 41 mm: sn# (B)(6), 234-02-05 - optetrak asy, ps cemented femoral, sz 5: sn# (B)(6). H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2023-00531, 1038671-2026-00448 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A definitive root cause was unable to be determined; however, may have been the result of loosening and prosthesis wear. The aseptic (non-infected) femoral and tibial loosening was likely the result of insufficient bond between the components and bone. The tibial insert wear may have been due to malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty on the left side. Subsequently, the patient experienced complete polyethylene liner wear and delamination liner with resulting synovitis, cyst formation, osteolysis of the femur and tibia, and aseptic loosening of the femoral and tibial components. As a result, approximately six years and eight months post-surgery, the patient underwent a revision. No further impact to the patient was reported. No additional information is available. This is report 3 of 3 for this event/patient.